Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device. On (B)(6) 2024, it was reported that the pediatric patient's parent did not report any specific cgm or blood glucose reading but stated that the cgm was inaccurate and that the cgm was reading lower than the blood glucose reading during the event. The parent also stated that the patient has a hard time to take fingersticks because of his adhd. The day of the event the patient experienced a hyperglycemic event with severe stomach pain, and vomiting, and the patient was brought to the hospital. The patient was hospitalized for 7 days total and received treatment with intravenous insulin, oral anti-nausea medication, oral ¿ketone medication¿ and paracetamol. At the time of the report the patient was stable. The parent stated that the patient was taking medication for his thyroid and was pending the results of a test to confirm if she has an auto-immune disease. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.